Event description:
A malfunction was reported, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. The customer did not initially attempt to reset the pump, so technical support provided instructions and assisted with the reset. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again.